Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 247 mg/dl. Multiple follow up attempts were made to complete troubleshooting, however, the customer did respond to the follow up attempts. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.